Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported an intermittent ivpb infusion, gentamicin 60 mg in 100 mls nacl. When the nurse checked on the infusion an hour later, the medical had not infused. The customer states all the clamps were open, and the secondary bag was higher than the primary bag. There was no patient harm or medical intervention. The customer stated that no additional event or patient information is available.